Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery for cataract extraction with intraocular lens implant (iol) the advisory pop up alerts failed to appear at the expected time. As a result, there was no more infusion coming into the eye. The eye went soft and the iol went down into the posterior segment of the eye. The surgeon has confirmed that the patient is doing well. Additional information regarding this event has been requested.